Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced a popping sensation in his perineal area and immediately became incontinent. A month later a replacement surgery was performed, and a hole in the cuff was identified. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implants of these devices as indicated in the instructions for use (IFU). Urinary incontinence is a known inherent risk associated with artificial urinary sphincter implant.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) cuff underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested. A hole was identified in the cuff shell proximal to the cuff edge. The identified hole is consistent with wear at the corner of a fold. Based on the information available and analysis results, the hole identified in the cuff could have caused or contributed to the reported clinical observation of incontinence and hole in the cuff.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced a popping sensation in his perineal area and immediately became incontinent. A month later a replacement surgery was performed, and a hole in the cuff was identified. No patient complications were reported.